Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, shaft break occurred. The target lesion details are unknown. While inserting the 15 mm x 2.50 mm nc quantum apex balloon catheter, it "snapped". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received inside a nc quantum apex product pouch that matched the information on the device. There was a complete separation of the hypotube, confirming the reported 'broken' shaft. The hypotube separation was 54cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, shaft break occurred. The target lesion details are unknown. While inserting the 15 mm x 2.50 mm nc quantum apex balloon catheter , it "snapped". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.